Event description:
Report received from (B)(6) stating the sleeve on the ridged portion would not slide easily, making it difficult to plug the connector in and out from the console's foot control connector port. Device was not used in surgery. It I unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).